Event description:
Fenwal's anticoagulant sodium citrate solution usp and anticoagulant citrate dextrose solution usp (acd) formula a bags look very similar and can easily be mistaken for one another. Previously, pharmacy technicians have mistakenly restocked one for the other in the automatic dispensing cabinets but the mistake was caught prior to administration to the patient. Fenwal should change the label of these two bags to prevent future mistakes.